Event description:
It was reported that a non-dependent patient who was already hospitalized due to uncontrolled heart failure received multiple inappropriate hv therapies due to noise reversion. Noise was observed in all lead channels. Patient underwent a CT scan and determined to be the cause of the noise episodes. Patient was later discharged to hospice due to end stage heart failure. It is believed that the shocks had no adverse effect on patient outcome.